Manufacturer narrative:
The available information suggests that this device remains in-service. The event will be reopened if additional information is received.

Event description:
Boston scientific crm received information that this patient received shock therapy. The clinic rn asked why the episode was not displayed in latitude. Technical services explained that device interrogation had not been performed post-shock. Boston scientific crm received information that the patient received inappropriate shocks due for sinus tachycardia (st). Technical services explained that detection enhancements are not available if the arrhythmia accelerates from a vt-1 (monitor only) zone to a vt zone. Technical services discussed programming options.